Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that the patient's ipg was in MRI mode and was unable to be disabled. Troubleshooting was unable to resolve the issue. Surgical intervention may occur later to address the issue.